Event description:
Pt has been using the autoject2 device with the glatiramer. The clinician indicated the pt was using the inappropriate device, the autoject2 typically used with copaxone in place of the whisperject.